Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4).reason for original complaint. Patient was revised to address a loose stem.doi (B)(6) 2009 - dor (B)(6) 2011.update: 7/31/13 - litigation papers received. Litigation alleges pain and discomfort. A liner and head are now being reported to address these issues.update has been electronically attached to the complaint document.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code dg1bb1000. A search of the complaint database finds additional reported incidents against lot codes 2747884 and 2641350 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code dg1bb1000. A search of the complaint database finds additional reported incidents against lot codes 2747884 and 2641350 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: 12/16/2013 pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.